Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had irritation from the ins turning or wiggling. They had a pocket revision where the ins was implanted deeper and sutured down. Impedance was done pre and post-surgical intervention. The issue was resolved at the time of the report.